Manufacturer narrative:
H10: a field service engineer (fse) went onsite and replaced the battery to resolve the issue. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery terminal failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report battery terminal failure. A battery replacement was initiated as an attempt to resolve the issue. The investigation is ongoing.